Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappear.